Event description:
A flipped pump was reported. Once it was flipped back the hcp was able to withdraw drug from the pump. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.